Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient stated that the pads were giving a low flow. Therapy was interrupted in order to replace pads with a new set of pads. Therapy was resumed with a the new pads.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted no obvious defects. A functional evaluation was performed via a flow rate test: the pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 3.90 l/min m2 of flow rate was registered during the test. Left thigh pad: a total of 5.09 l/min m2 of flow rate was registered during the test. Right chest pad: a total of 3.66 l/min m2 of flow rate was registered during the test. Right thigh pad: a total of 3.18 l/min m2 of flow rate was registered during the test. According to the test method the flow rate was found to be within specifications on all of the returned pads and the flow rate must be above 2.4 l/min m2. The complaint was unconfirmed as the product met specifications. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.